Event description:
The customer reported that the insulin pump had a compromised force sensor system alarm. The customer stated that insulin was squirting out during manual priming. During troubleshooting, the customer confirmed that the device's drive support cap was protruding and the dome label sticker was missing. Blood glucose level was 95 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.